Manufacturer narrative:
(B)(4).

Event description:
Dexcom became aware on 10/03/2016, that on (B)(6) 2016, the patient experienced an adverse event due to not wearing the dexcom system. It was reported that the patient was not feeling well. The patient ate some soup and had a blood glucose value of 170mg/dl. After eating the soup the patient went to the doctor's office. At the doctor's office the patient's blood glucose values were over 500mg/dl. The patient was then transported by ambulance to the hospital. While at the hospital, the patient's blood glucose values were at 460mg/dl. The hospital gave the patient insulin through an IV. The patient was observed for two hours in hospital and then released on (B)(6) 2016. At time of contact the patient's condition was well. No additional event or patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.